Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the roller was damaged on the left side. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the vdoc service portal. Product review of the skin graft mesher by medicrea on april 24, 2017 revealed that the roller and roller gear were worn. The comb was slightly worn on the right side. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the bottom roller, roller gear and bearing washer. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the roller was worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the roller was worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the roller was damaged, comb used a bit on right side.